Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the patient experienced a rapid low blood glucose event with a reported value of 50 mg/dl after exercising while using the pump and subsequently announced a larger-than-usual meal; during this period the pump/cgm display showed three lines with no data visible and intermittent connectivity while the patient was driving, and the patient treated with oral intake consistent with glucose and dinner. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified related to improper or incorrect procedure or method, and the involved device component was the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that unintended use error caused or contributed to the event.